Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3093-28, lot# va0jcqu, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was a revision due to an unknown problem. This problem was resolved by revision both lead and ins was replaced. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.